Event description:
The user facility reported an impella cp was placed for the support of a patient with surgical plans for a ventricular septal defect. The patient was to have an impella cp and extracorporeal membrane oxygenation support but with delivery there was a failure and perforation perhaps caused by the abiomed wire, or another .035 wire . The impella cp was aborted and instead an intra-aortic balloon pump was placed. The free wall rupture/perforation was repaired. Additional information was received. The 35 wire used to insert the pigtail gc was not an abiomed guidewire. The free wall rupture (fwr) occurred during the exchanged from the 35 wire to an 18 guidewire. Abiomed products were neither used nor involved in this fwr.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac perforation: the cause of the injury was not determined due to insufficient clinical details. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition. Device history review: the device passed all the post sterile inspection checks.